Event description:
Manufacturer's investigational unit confirmed an electrical short on the inform meter. Melting and burning on contacts 3 and 4 was observed. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).